Manufacturer narrative:
Investigation results: it was reported from a literature review from b.m. Sephton et al., 2019, on "predictors of extended length of stay after unicompartmental knee arthroplasty" that the patient had a superficial wound infection that was settled with 5 days of antibiotics. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Per the senior author, none of the complications were implant related and were as the article implied, procedure related. The clinical/medical team concluded, per the article from 2019, one of the patients, which underwent a uka per navio technique, had a superficial wound infection that resolved with 5 days of oral antibiotics. Patient specific clinically relevant documentation was not provided, although the senior author responded. ¿none of the complications were implant related¿ and were as the article implied, procedure related. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
Literature case "predictors of extended length of stay after unicompartmental knee arthroplasty". Author: b.m. Sephton et al., 2019. The purpose of the study was to identify factors that independently predict extended length of stay after unicompartmental knee arthroplasty (uka) surgery (defined as length of stay longer than 3 days), and to identify factors predicting early post-operative complications. One of the patients that was operated with robotic (navio) technique had a superficial wound infection that was settled with 5 days of antibiotics. The patients have accuris implants and they are still implanted.